Event description:
Transferring resident in lift, nursing asst. Was holding resident's upper body, when straps on lift came undone. Resident started to fall and nursing asst. Attempted to catch resident. Resident hit head on floor and received a laceration to head. Nursing asst. Suffered strains to neck and back. 2 person involved.